Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced micra pericardial effusion, dyspnea and chest pain. The right atrial (ra) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.